Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula. According to the complainant the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod. The patient reported that the cannula was not properly inserted into the infusion site. The needle came out but remained stuck to the pod¿s adhesive, which caused insulin to leak during wear.